Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: creases flat and delamination valve leak test and microscopic analysis was performed which identified: delamination valve. Based on the device analysis the final assessment is a delamination partial of the valve (adhesive failure).

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
The reason for reoperation was deflation.

Event description:
Device was explanted.